Event description:
Approximately half way through laparoscopic gastric bypass surgery the ethicon endosurgery ultracision harmonic scalpel alarmed that there was a problem with the instrument. The harmonic scalpel was taken apart, reassembled and tested with metal rod all without success. The device was removed from the field and the surgery was concluded without incident. There was no harm to the patient.